Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Technical support successfully inserted a cartridge, filled the tube, and resumed delivery. They also initiated several boluses, encountering an expected occlusion alarm during a test, and successfully inserted a second cartridge. The device is being returned, and a replacement pump has been issued to the customer.